Event description:
Literature was reviewed regarding sudden cardiac death (scd) survivors without structural heart disease (shd) implanted with an implantable cardioverter defibrillator (ICD). The authors described two patients who experienced syncopal episodes treated with ICD shocks after episodes of atrial tachyarrhythmias (atas). One patient presented nine months after ICD implant and had developed syncope with inappropriate therapy while playing soccer. It was noted that the patient had atrial fibrillation (af) with rapid ventricular response. The other patient experienced palpations and near-syncope followed by multiple shocks. ICD analysis revealed that the rhythm was classified as ventricular fibrillation (vf), but it was noted that the patient was in af and had an ultra-rapid ventricular response which resulted in inappropriate therapy. Both patients underwent pulmonary vein isolation (pvi) ablation. The devices remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: atrial tachyarrhythmias with ultra-rapid ventricular response and sudden death in patients without structural heart disease. Jacc clinical electrophysiology. 2025; 11:482¿495. Doi: 10.1016/j.jacep.2024.10.025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.